Event description:
While operating with the robot, the air seal device sensed increased abdominal pressure and fully decompressed the abdomen while instruments were in the abdomen. The abdominal cavity was moving up and down with instruments in and unable to be visualized. Could not get the insufflation back up. Had to switch to regular insufflation. No apparent injury; all instruments accounted for.